Event description:
Gave error message--instrument not found...we had 2 devices with the same message.======================manufacturer response for enseal, enseal (per site reporter).======================rep was notified and we requested a report for the reason of failure.